Event description:
Additional information was received that the reported issue occurred during use of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The user facility's power outlet has been corrected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) performed visual inspection, mechanical, and electrical testing. The unit operated to the manufacturer's specifications. The perfusion department relayed that the problem was with the operating room outlet.

Event description:
It was reported the during procedure, the unit was on alternating current (ac) power and it switched to direct current (dc) power. No other details regarding the nature of this event were provided.